Manufacturer narrative:
This report is submitted on february 26, 2021.

Event description:
Per the clinic, the patient experienced a dehiscence of the wound resulting in the extrusion of the device. The patient was treated with antibiotics (oral). There was a skin-flap revision on (B)(6) 2021. The implant remains in-situ.

Manufacturer narrative:
The device was explanted on (B)(6) 2021, due to infection at the implant site, and the wound dehiscence (previously reported). The patient had also been treated with topical antibiotics. Reimplantation is planned once the site has healed. The device analysis report is attached. The adverse event problem codes have been amended accordingly. This report is submitted on september 15, 2021.